Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: d8, d9, h2, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00071. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported during a diagnostic bronchoscopy, the distal end cap of an endobronchial ultrasound (ebus) scope detached inside a patient. The particles were removed using additional suction through the bronchoscope. Despite a 5 to 10 minutes delay, the procedure was completed using the same device, and no further harm to the patient was reported.